Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "activity sensor has been completely turned off". The patient also reported that when they "hit a bump in the road, it will jump to one hundred and ten when it's set to seventy" and when they "run and stop abruptly" they have terrible chest pains. The implantable pulse generator (ipg) remains in sue.